Event description:
It was reported that the device was found to leak between the inner medication bag and the outlet tube area. The reporter stated the issue was identified "immediately upon use". No adverse effects to patient reported.